Manufacturer narrative:
Device repairs for implementation of field change order 86201814a, 86201815a, and 86201816a.

Event description:
The customer reported that the surveillance would reboot when discharging a patient. There was no patient incident.